Event description:
Information was received indicating that the pump exhibited motor issues. Per reporter it was "not spinning." It is unknown if there was patient involvement or any adverse effects.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were missing on the bottom case and plunger assembly. It was also observed that the bottom case was broken. Review of the event history log showed an occurrence of a "motor not running" error. Functional testing involved occlusion testing and a "motor not running" error was exhibited at the beginning of the test. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that a misaligned main printed circuit board due to the device being dropped by the customer was the cause of the reported issue. The main printed circuit board was realigned. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.